Event description:
(B)(4) my device was provided by my insurer. I experience a great deal of abdominal pain, I was without a car or phone for a few years. My current doctor when I expressed my concerns about it dislodging, she poked around my abdomen and agreed I should have an ultrasound done to see if it has. And I've nearly lost all the teeth in my mouth from it.